Event description:
Pt set up on nutrition bag with smartsite needleless system attached to hickman catheter. When ambulatory dr was disconnecting the smartsite from the catheter it broke resulting in part of the luer lock stuck in the catheter. Relocation to the hosp from home was required to remove the broken piece from the catheter. No pt injury.